Event description:
It was reported by the customer that on january 24, the geriatric nurse found that the puncture site of the PICC catheter implanted by the patient had been leaking all the time when changing the fluid, and it was found that the catheter was damaged during extubation, and it was found that there was no leakage after reinsertion. No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that on (B)(6), the geriatric nurse found that the puncture site of the PICC catheter implanted by the patient had been leaking all the time when changing the fluid, and it was found that the catheter was damaged during extubation, and it was found that there was no leakage after reinsertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheters is confirmed and was determined to be use related. One 4fr sl powerpicc catheter were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue on each sample. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and each contained a split within the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was longitudinally aligned along a molding feature; fracture edges which were rounded and polished due to repeated material wear; material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structures revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.